Event description:
It was reported that "it was unable to pace during use. Another catheter with different lot number was used and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation with original opened packaging box. No introducer was returned. Continuity testing confirmed a full open condition of the proximal circuit in the y-adaptor. No open or short conditions were observed in the lead wires between the distal side of the y-adaptor and the electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the balloon, balloon windings, or catheter body was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.